Manufacturer narrative:
One used 9fr ik dilator and sheath were received for product evaluation. The returned components were subjected to decontamination per terumo medical corporation's protocols and procedures. After decontamination, the returned components were subjected to visual analysis. There was no blood-like substance on the external surface of the returned device. The dilator tip showed deformation at the tip and was closely examined under microscopy. The dilator damage did not appear smooth but rather rough with many peaks and valleys present. The inner lumen of the hub was inspected. The valve was not found within the hub of the sheath. There was blood like substance within the hub. The complaint could be confirmed for valve dislodgement. The damage on the dilator tip indicates that the dilator tip came into a hard surface or was inserted off-center into the valve. Inserting the dilator off center has been known to lead to dilator tip damage and valve dislodgement. However, without the valve returned no definitive conclusion can be drawn. As part of qa065 rev.65 the device is subjected to leakage testing. The released device must have passed this test in order to be released. There is no evidence that this event was related to a device defect or malfunction. With no return of the valve the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Device manufacture date - unknown due to unknown lot number. The actual device hasnot been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production code/lot number reported by the user facility was not provided, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported a 9fr pinnacle sheath that was defective at the time of use. It was reported that the patient condition was stable. It was reported that the procedure outcome was completed. It was reported that the estimated blood loss was not greater than 250cc.